Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultravue meter is giving inaccurate high reading of ¿26.3 mmol/l¿ (473 mg/dl) compared to another meter reading of ¿10.2 mmol/l¿ (183 mg/dl). The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed she had hypoglycemia due to the alleged inaccurate high issue. On (B)(6) 2014, the patient was treated with food at the hospital. During troubleshooting, the patient confirmed the readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. This complaint is being reported because the patient reportedly had hypoglycemia after the inaccurate issue began.